Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the patient that the patient experienced hypervolemia, for which they were hospitalized sometime in the month of (B)(6) (exact date not known). The patient's peritoneal dialysis nurse reasonably associated the hypervolemia with the patient's non-compliance with the prescription solution concentration. Medical records were requested for analysis, but none are currently available for review.